Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced persistent swelling at the scs ipg site since implant. Consequently, exploratory surgical intervention was taken, but no infection was found. Reportedly, the swelling has decreased and the patient was doing well.